Event description:
We have 2 reports of cracked syringes related to our pharmacy prepared patient-controlled analgesia. The syringe in use is a monoject 35 ml barrel assembly syringe purchased through cardinal. Lot number: 2215809964, expiration date: 5/31/2027. The first event noted a syringe tip being broken off upon nurse administration. The second event noted a cracked and leaking syringe, yet further details of the location of the crack was not noted. Cardinal has been notified and will be notifying the manufacturer. Reference report: mw5146335.